Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. Post-op, the patient developed "pain and nerve injuries and has me constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with: l5-s1 recurrent disc herniation and discogenic back pain with radiculopathy. L4-l5 degenerative disc with mild lateral recess stenosis. He underwent the following procedures: l5-s1 decompressive laminectomies with bilateral l5-s1 facetectomies and foraminotomies with bilateral discectomies. L5-s1. Posterior lumbar interbody fusion and posterolateral fusion with rhbmp-2/acs and morcellized local bone on bilateral interbody cages. L4-s1 segmental pedicle fixation with pedicle screws and non rigid fixation at l4-l5 with bilateral dynamic stabilization rods. Intra-operative fluoroscopy for placement of pedicle screws and interbody cages. As per the op-notes, ¿once the exposure was complete, fluoroscopy was again used to aid in the placement of bilateral pedicle screws at l4, l5 and s1; 6.5 mm diameter screws were used at all levels. Interbody trials were used to distract and measure the interspace. A 14 mm high x 32 mm length cage was chosen. Rhbmp-2 and collagen sponges were then placed into the anterior and lateral disc space bilaterally and morcellized local bone from the decompression was prepared in a bone mill and placed into the disc space. The cages were packed tightly with the morcellized local bone and then a cage impacted into the l5-s1 disc space on the either side. The disc space was filled with bone graft. Dynamic stabilization rods were then measured from l4 to s1; the screw heights were adjusted for a relaxed fit of the rod into the top loading screw heads. A 70 mm length rod with a 10 mm motion segment at the l4-5 segment was placed bilaterally. Small amount of the distraction was applied across the l4-5 segment and, while under distraction, the rods and screws were secured. At l5-s1, the segment was placed in compression and the screws secured to the rods. A cross-link was then placed at l5-s1. A high speed drill was used to decorticate over the posterolateral spine and a strip of rhbmp-2/acs with morcellized local b one was packed over the posterolateral spine for fusion.¿ no patient complications were reported.